Manufacturer narrative:
Patient information was not provided. Livanova (B)(4) manufactures the centrifugal pump 5 (cp5). The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that a centrifugal pump 5 (cp5) displayed a timeout error message and the screen went blue during a procedure and flow to the patient stopped for approximately 1 minute. The cp5 was restarted and worked without further issues. There was no report of patient injury.

Manufacturer narrative:
Livanova (B)(4) manufactures the centrifugal pump 5 (cp5). The incident occurred in (B)(6). The claimed control panel of the cp5 was returned to livanova (B)(4) for investigation. The visual inspection of the pump panel showed signs of wear due to use. No damage was noted on the internal components. The device was then connected to a test bench to undergo a functional test. No deviation was observed during the functional test, performed under different test conditions. The analysis of the pump read out and the data from the internal memory showed no deviations relevant to the described error. The internal components and the control panel of the cp5 were tested after climatic preconditioning under different test conditions. No error or deviation occurred at any time of the testing. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue.